Event description:
The customer noticed a low ion selective elective (ise) sodium result for one patient sample that did not match the patient's previous results. The tech pulled patient samples that had been tested on (B)(6) 2013 and sent them to another laboratory for testing on a cobas 6000 analyzer. Of the data provided for 38 patient samples, only the results for five patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 130, repeat result was 136. Patient sample 2 initial result on (B)(6) 2013 was 141, repeat result was 148. The gender of this patient was unknown. Patient sample 3 initial result on (B)(6) 2013 was 133, repeat result was 139. This patient was female. Patient sample 4 initial result on (B)(6) 2013 was 133, repeat result was 142. This patient was male. Patient sample 5 initial result on (B)(6) 2013 was 134, repeat result was 140. This patient was male. The initial results were reported outside the laboratory. The repeat result was believed to be correct. The customer stated she guessed there was no adverse event as she had not heard anything indicating an adverse event. The sodium electrode lot number and expiration date were requested but not provided. The field service representative problem could not find a cause. He cleaned the ise area and checked adjustments. He adjusted the mix vacuum slightly, ran a patient sample with no change in results. He performed sodium precision. The results were 134 mmol/l 20 times and same patient on second analyzer was 133, 132 132 mmol/l. He believed the results of the customer's comparison may be due differences in instrumentation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.